Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that when they leaned back in their chair, the stimulation intensified too much even though the therapy settings on the device were low. Patient stated that the unexpected stimulation just about knocked them out of their chair. Patient noted that they turned the stimulation down about 2 points until the stimulation stopped when they leaned back. Pt said that they had all four programs set to around 2.5. Agent reviewed increased sensation of stimulation with lead moving closer to spinal cord. Patient's follow up appointment with their healthcare provider is on the 10th. Agent reviewed adaptivestim feature with the pt and for pt to further discuss with hcp for if/when adaptivestim could be programmed if the pt desired to have that feature.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.